Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical assistance for low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer reported sleeping, waking up to low blood glucose and hit their head. The customer experienced symptoms such as vomiting. The customer was given morphine and fluids for treatment. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.